Event description:
All attempts for further information from the treating neurologist have been unsuccessful to date.

Event description:
During manufacturer product analysis for an explanted vns lead from a deceased patient (MDR# 1644487-2010-01397), it was identified that lead breaks had occurred. Scanning electron microscopy images of the positive and the negative coil show that pitting or electro-etching conditions have occurred at the break location. However, due to metal dissolution and mechanical distortions the fracture mechanism cannot be determined. Cause for the pitting appears to be related to fact that the generator was left on post-explant. Further examination of the negative coil identified two broken strands. Condition of one broken strand suggests a stress induced fracture (due to rotational forces) has occurred. Inspection of the second broken strand identified on the negative coil suggests a stress-induced fracture has occurred. However, due to mechanical distortion (smoothed surfaces) and surface contamination a conclusive determination of the fracture mechanism cannot be made. Also, the early stages of secondary fractures were identified in the negative coil. The electrode array was not returned. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portion. Decoder spreadsheet analysis of the patient's vns programming history was performed. High lead impedance has been occurring since at least (B)(6) 2009, and likely before as impedance was normal as of 11/13/2008. High lead impedance occurred at some point between (B)(6) 2008 and (B)(6) 2009. As the lead was not explanted until (B)(6) 2009, high lead impedance was occurring prior to explant of the vns lead, which rules out the explant procedure as a cause of the lead fracture. Attempts for further information are in progress.

Manufacturer narrative:
Device failure occurred.